Event description:
Pill cam recorder error message "60 sd". Medtronic technical support called at which time it was verified that this was a recorder failure. Customer #: (B)(6). Boston scientific ticket #: (B)(4). Device is still under warranty. FDA safety report ID# (B)(4).